Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported a no delivery alarm during a bolus delivery. Customer's blood glucose was 234 mg/dl. She also reported receiving a motor error alarm. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test and verify no delivery alarm due to the motor error alarm. The device had minor scratched display window and cracked reservoir tube lip.